Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump finished infusing a little earlier than expected, alarmed air in line and was not able to restart. Per reporter, when the patient arrived at the clinic the bag was observed to be deflated in the cassette and there was air in the tubing. A continuous infusion rate of 1.6 ml per hour had been programmed, with a total reservoir volume of 74 ml and a given volume of 68.9 ml. The length of infusion had been set to 46 hours. A closed system transfer device was used to fill the cassette, and the pump was used to prime the extension tubing. No patient harm was reported.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.